Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had recently been exposed to humidity. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.